Event description:
A customer reported error message ¿4001 turn table home sensor¿ while performing daily check on the aia-360 analyzer. Prior to the error, the customer reported standardization test cup (std) fell and became stuck in the turntable that was removed by the technician, no obstruction noted inside the analyzer. Technical support specialist (tss) instructed the customer to restart the analyzer, but the error persists as the turntable is not able to turn, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed and reproduced the complaint by trying to turn the turntable. While troubleshooting, fse found the turn table home sensor broken causing an obstruction to the turntable. Fse replaced the turn table home sensor and adjusted the home sensor alignment. The fse performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2022 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: list of error messages states the following: (4001) turn table home sensor cause: the turntable motor home sensor remains activated. Action: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the broken turn table home sensor.